Manufacturer narrative:
On 06/12/2016 the field service engineer (fse) found disconnected tubing in the diff shear valve cvl85/126 which caused the leak. The fse replaced the tubing to fix the leak. The lower sheath restrictor had a pin hole so the fse replaced the lower sheath restrictor line. The instrument then ran without leaks or voteouts. The repairs were verified per established procedure. (B)(4).

Event description:
The customer reported an uncontained clear leak of less than 2 ml from the coulter lh750 hematology analyzer. There were diff vote out messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.